Event description:
It was reported that the blood glucose monitor was reading in the incorrect units of measure for it's intended distribution site. The nurse reported that the instant meter was reading in mmol/l instead of mg/dl. The nurse reported that the user experienced a low a1c value of 10 mg/dl, due to the meter reading in the incorrect units of measure and therapy decisions being made based on the incorrect unit of measure. No outside treatment or medical intervention was required. The meter was purchased from an online source, but it is unknown from where.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Section d4: the catalog number and UDI # were added.